Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was prepared perfectly. During implantation, the lens was inserter into the patient's operative eye but the trailing haptic got stuck in the cartridge. With the mcpherson pincet the haptic was released but in the meantime the lens was turned. Reportedly, the surgeon managed to turn over the lens in the eye. The lens remains implanted. No patient injury no wound enlargement was reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/25/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system , model pcb00, was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed scarce amount of viscoelastic residue on the pcb00 device. The dfu (directions for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The intraocular lens (iol) was not returned. The pcb00 device was opened and no assembly defects were observed. There were no damages observed in the assembly. The customer's reported complaint was not verified. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that one similar complaint for this order number have been received. However, there was no associated deviation or non-conformity report found related to this complaint. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.